Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot# v129475, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot# v129475, implanted: (B)(6) 2009, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced high impedances on the right side of the brain and electrode impedance test showed five of them were high. The patient¿s right implantable neurostimulator (ins) was programmed at 1.4 volts, 60 microseconds, 145 hertz and 2+, 1- and therapy impedance was high. The patient¿s left ins was programmed at 3.8 volts, 60 microseconds, 145 hertz and c/2. The impedance test was done at 0.7 volts. Impedances showed: c<(>&<)>0 2083, c<(>&<)>1 3959, c <(>&<)>2 1068, c<(>&<)>3 1193, 0<(>&<)>1 5314, 0<(>&<)>2 2567, 0<(>&<)>3 2724, 1<(>&<)>2 4158, 1<(>&<)>3 4474, 2<(>&<)>3 1596. Contact 1 was the most concerning. It was noted that the left side brain therapy impedance was 425 ohms with 8.534 current and the right side of the brain was 0.418 current with high therapy impedance. The left side therapy impedance was 505 ohms and 7.287 current. The right battery was at 2.99 volts and the left battery was at 2.79 volts. It was unknown when the high impedances started. The patient was asymptomatic. The cause of the impedances issue was not determined and no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.